Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for polypectomy in the stomach during an oesophagogastroduodenoscopy (ogd) procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: investigation results, the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. Dimensional analysis was also performed between the hooks of the bushing, and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip unable to deploy was not confirmed. It was found that the investigation did not detect any defects related to the reported problem, as the clip assembly was returned fully deployed. Taking all available information into consideration, the most probable cause of this complaint is device problem excluded.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for polypectomy in the stomach during an oesophagogastroduodenoscopy (ogd) procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.